Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the reamer shaft got stuck and surgeon had to impact cup manually. This did not negatively impact the case and the outcome was successful.

Manufacturer narrative:
Follow-up #1 and final report submitted to update: MFR contact info, date received by MFR,type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Based on the results of investigation. Reported event: the device was reported as mics handpiece p/n 204980, serial number (B)(4), lot 40m959332. Device evaluation and results: visual inspection: visual inspection shows the reamer shaft mating bore is severely galled near the locking balls and the distal bore. Dimensional inspection: dimension inspection was not required because functional inspection showed the failure. Functional inspection: functional inspection shows that this unit cannot accept a good reamer shaft. When the shaft and attachment bore damaged sections are lined-up it shows the system was loaded when the shaft was not fully engaged in the attachment. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 3/2/2016. All parts met specification when inspected by stryker upon initial receipt. Complaint history review: a review of complaints related to p/n 204980 shows 1 other complaints ((B)(4)) related to the failure in this investigation. Tracking of complaints related to the 204980 part number will be tracked through quarterly trend request #(B)(4). Conclusions: reamer attachment output shaft bore became galled through use, preventing the unit from functioning. It appears the system was loaded when the shaft was not fully engaged in the attachment. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the reamer shaft got stuck and surgeon had to impact cup manually. This did not negatively impact the case and the outcome was successful.